Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a sore rubbed raw. The patient reported the sore was an open wound. There was no alleged device malfunction contributing to the irritation. The patient made the cardiologist aware and used an antibacterial ointment. It is unclear if the cardiologist prescribed the antibacterial ointment. Reporting out of an abundance of caution. Supplemental report 8/31/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a sore rubbed raw. The patient reported the sore was an open wound. There was no alleged device malfunction contributing to the irritation. The patient made the cardiologist aware and used an antibacterial ointment. It is unclear if the cardiologist prescribed the antibacterial ointment. Reporting out of an abundance of caution.